Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the subject crt-d was attempted to be implanted with an atrial sonrtip lead. At the end of the implantation procedure, when performing the electrical measurements, the right and left ventricular values obtained were correct, but the p-wave and atrial threshold could not be measured, although the atrial impedance was around 380 ohms. When launching the tests, only biv markers and no atrial markers were shown. The atrial lead was disconnected from the subject device and connected to a pacing system analyzer (psa) ; normal measurements were obtained. The atrial lead was connected again to the subject device, and again the p-wave could not be measured. Suspecting a malfunction of the subject device, the physician decided to replace the it by another platinium sonr crt-d 1844, but after connecting the atrial lead, the same issue still appeared (no p wave was measured). So, the atrial lead was also replaced by another sonrtip lead. The measures values obtained with the new crt-d connected to the new atrial lead were normal (p-wave around 6.1 mv, threshold around 0.75 v at 0.35 ms and impedance around 600 ohms).

Manufacturer narrative:
The preliminary analysis of the returned device did not revealed any anomalies.

Event description:
On (B)(6) 2019, the subject crt-d was attempted to be implanted with an atrial sonrtip lead. At the end of the implantation procedure, when performing the electrical measurements, the right and left ventricular values obtained were correct, but the p-wave and atrial threshold could not be measured, although the atrial impedance was around 380 ohms. When launching the tests, only biv markers and no atrial markers were shown. The atrial lead was disconnected from the subject device and connected to a pacing system analyzer (psa) ; normal measurements were obtained. The atrial lead was connected again to the subject device, and again the p-wave could not be measured. Suspecting a malfunction of the subject device, the physician decided to replace the it by another platinium sonr crt-d 1844, but after connecting the atrial lead, the same issue still appeared (no p wave was measured). So, the atrial lead was also replaced by another sonrtip lead. The measures values obtained with the new crt-d connected to the new atrial lead were normal (p-wave around 6.1 mv, threshold around 0.75 v at 0.35 ms and impedance around 600 ohms).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2019, the subject crt-d was attempted to be implanted with an atrial sonrtip lead. At the end of the implantation procedure, when performing the electrical measurements, the right and left ventricular values obtained were correct, but the p-wave and atrial threshold could not be measured, although the atrial impedance was around 380 ohms. When launching the tests, only biv markers and no atrial markers were shown. The atrial lead was disconnected from the subject device and connected to a pacing system analyzer (psa) ; normal measurements were obtained. The atrial lead was connected again to the subject device, and again the p-wave could not be measured. Suspecting a malfunction of the subject device, the physician decided to replace the it by another platinium sonr crt-d 1844, but after connecting the atrial lead, the same issue still appeared (no p wave was measured). So, the atrial lead was also replaced by another sonrtip lead. The measures values obtained with the new crt-d connected to the new atrial lead were normal (p-wave around 6.1 mv, threshold around 0.75 v at 0.35 ms and impedance around 600 ohms).